Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. Internal file no: (B)(4). This report was filed by the manufacturer. The affected product has been rec'd and the evaluation is pending. A f/u report will be submitted with failure investigation results once the evaluation is completed.

Event description:
Customer reported the male luer broke off in the b. Braun caresite luer access device when the nurse was disconnecting the tubing. Blood leaked out. There was no patient harm or medical intervention. The customer stated that no further patient or event info is available.